Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level during this incident. Technical support assisted the customer in resetting the pump and arranged for a replacement pump to be sent. The customer planned to use a backup insulin pump to ensure continuous insulin delivery.